Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller no longer working could not be confirmed. It was stated as of 22sep2025, the primary system controller used on the patient prior to pump exchange was no longer working. Additional information indicates the controller was disposed of and would not be returned for further analysis. Submitted log files were reviewed and contained data from 10sep2025 - 18sep2025. No notable alarms or irregular events related to the system controller were observed in the reviewed log files. A root cause for the reported event could not be determined off the information provided. The device history record for the heartmate 3 system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the heartmate 3 system controller. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available online. The heartmate 3 patient handbook warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve all alarms that sound from their system controller. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment like the system controller for proper use. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the primary system controller used on the patient prior to pump exchange was no longer working and had "fried."